Event description:
The customer reported that the system displays poor image quality. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep adjusted the collimator iris to be within 3% of image receptor. The system is operating as intended.